Manufacturer narrative:
(B)(4).

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The death occurred during a non-baxter clinical study initiated by a physician in (B)(6). The study is titled ¿the role of quality control software in peritoneal dialysis center continuous quality improvement (cqi)." The patient was hospitalized prior to death. The cause of the peritonitis was due to the patient¿s suppressed immune system and a break in aseptic technique. The cause of death was reported as fungal peritonitis. Treatment was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. The patient later passed away as a result of the peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Type of study: observational, investigator initiated non-baxter study. The (cqi) protocol number: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.